Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation a faradrive steerable sheath clear was selected for use. The sheath was flushed and noticed leaking from flush port. The device was replaced, and the procedure was completed without any patient complications. The device will on be available for return.